Event description:
It was reported that the right ventricular lead's impedance has gently risen on the pace/sense portion of the lead. And it was noted that the threshold has also risen. The lead remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there was a resistance/impedance increase. The weekly pace lead impedance trend data shows a gradual increase for min and max rv pace equaling 416 to 1472 ohms between (B)(6) 2011 and (B)(6) 2012.